Event description:
Doctor performed a revision 2005 on a pt who has a maps & a varigrip construct (s1 to t9 or t8) implanted this past january. Apparently one side of the sacral construct came apart, specifically the rod came out of the screw/connector; however, per sales rep, doctor claimed that the pt had neurological issues on the opposite side of where the construct disassembled and that the neurological issues were the reason for the revision. In other words, doctor would have left the pt alone otherwise. Since they had to operate on the pt for the neurological reasons, while they were in the there, they went ahead and successfully replaced the unassembled construct with varifix implants.